Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the customer's unit had a primary alarm (ec 1102), and the air flow sensor calibration data failed (ec 110e). The device was not in use on a patient. No patient or user harm reported. It was reported that the customer had the following issues: primary alarm failure, oxygen not available, and a flow sensor issue. The customer verified error code 1102 in the significate log. It was also reported that the unit had software 2.10; as a result, it could not be determined which speaker was defective. The customer reported observing additional error codes (110e, and 1208) in the significate log. The remote support engineer (rse) recommended replacing the flow sensor. The customer already has a da pcba board. Further information is pending.